Event description:
Catheter was implanted in 10/93. Pt was readmitted to hosp 2/94 with other medical problems. Routine chest x-ray of 2/28/94 noted "central line to be in two pieces and dislodgement of the more distal piece into the pulmonary arterial system cannot be ruled out." Catheter was radiographically removed later.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.